Event description:
A user facility reported that an intraocular lens (iol) would not fold properly during insertion. It is not known if there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
Additional information provided by an operating room technician at the user facility indicates there was no pt impact/injury associated with this report.